Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced shocking/jolting whenever she moved while the stimulation was on. The patient only used the device for one year and would like it removed. Additional information was requested.